Event description:
On (B)(6) 2012, the makoplasty specialist was notified by the attending physician that the placement of the tibial implant was not in the optimal position after reviewing the post-operative x-rays. The pt has not complained of any complications or pain post procedure.

Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic ((B)(4)). The makoplasty specialist does not recall any abnormal events during the surgery. The session files from the (B)(4) have been requested from the hosp and if received and a root cause can be identified then a supplemental MDR will be filed.